Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia, with cgm readings up to 398 mg/dl and a fingerstick of 394 mg/dl about two hours after a meal, accompanied by a high glucose alarm and a noted rise following a recent infusion set change. Symptoms included muscle cramps in the legs. Outcomes included no reported hospitalization or medical intervention beyond home monitoring and planned site change. Investigation included troubleshooting and education on infusion set function, tubing test confirmation, review of recent meal announcement timing and accuracy, assessment of insulin integrity, and consideration of site-related delivery issues. Investigation of this case revealed no observable infusion set defect, occlusion, or insulin quality issue, and no device malfunction was identified, leaving the cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the event was not confirmed to be device related and the cause remained indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.